Manufacturer narrative:
The initial reporter is getinge technician. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - axcel. It was stated the corrosion has built up on the ring and the rust particles were falling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getting became aware of an issue with one of surgical lights - axcel. It was stated the corrosion has built up on the ring and the rust particles were falling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence, which contributed to the event. Provided information indicates that when the event occurred the device was not being used for patient treatment. According to the information gathered, the issue was discovered by getting technician during preventive maintenance. A technical evaluation was performed by subject matter experts at the manufacturing site who concluded the following. Based on the photographic evidence there was rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (axcel_s_nu_fren_0134103_ed3a, page 7). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (axcel_s_nu_fren_0134103_ed3a, page 22). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (axcel_s_nu_fren_0134103_ed3a, page 17). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number : ot (B)(4).